Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an unknown surgery, the knife did not return to the home position after reaching the distal end of the jaws. The manual override lever was used to return the knife and complete the case. There were no adverse consequences to the patient.